Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5081111) that a (B)(6) caucasian female patient who underwent breast prostheses implantation in 2003 with mentor saline implants for unknown indication experienced the following: "I decided to get my mentor 330 saline filled under the muscle. By 2005 my stomach started bothering me. Endoscopy gastritis. Put on omeprazole. But still kept complaining year after year more endoscopies with the same results. In 2010 a new primary doc ordered the same procedure and I had h pylori (treated). Records back in 2007 showed I had it then too but was never treated. In 2011 I found I had gall stones, they removed my gall bladder. Helped for a bit but stomach issues returned along with my uterine walls being 22 mm thick, so I had an ablation. Started noticing lymph nodes in my neck swelling, even and one removed (benign). I have a mass on my adrenal gland which my endo says is fatty in nature. I have a hereditary condition called hemochromatosis which is an iron overload that attacks the organs. Catch 22 is I'm anemic. In 2016 1 started having more severe problems. One was failed sinus surgery for a deviated septum in (B)(6) 2016. I kept telling the ent something is wrong. All of 2017 through the year I saw him 4 times. Almost a year to the day he took a sample, I had a "staff" infection in my sinuses. The whole year (2017) I had this staph infection. I've had costochondritis twice already which is an inflammation of the ribs of my chest wall. The pain mimics a heart attack. Also in 2016 was some answers I've been waiting for. My gastro called me on a sunday morning after a gi biopsy freaking out. Telling me I have a tumor in my stomach wall. Went for an octreotide scan (B)(6) and they couldn't find it. Then, he said it must be a gastrinoma, sent me to (B)(6) hosp for a gi ultrasound; not found. But gave me a pancreatitis diagnosis. At this point I'm sicker than ever and full of anxiety and really angry. I told them to send me to the professionals at (B)(6) clinic. There they mapped out my stomach and did more biopsies and ran blood work. Finally, diagnosed with auto immune atrophic gastritis. My stomach is not making b12 or producing acid so it's been attacking the walls of my stomach which now has a micro endocrine tumor. It's rare and b12 is the only treatment as there is no cure for it. I also have raynaud's syndrome; I'm tired all the time and sleep a lot. I have osteoporosis (77%) in my lumbar and osteopenia in my left hip. And I'm in full blown menopause, so I'm not sure if I'm flushing or having hot flashes but I have them often and it hurts sometimes. I've gained 30lbs. Back in (B)(6) 2018, my right breast (side boob) started hurting. At this point now I have lumps in both breasts. My lymph nodes in both breasts are swollen. Biggest one being 7 cm under my right nipple. Had a diagnostic mammogram and ultrasound. They called and said everything was normal, but the pain and burning still exists. Other symptoms I'm experiencing are neck and back pain all the time. I'm prediabetic. Cramps in my feet, bloating, my skin is thin and rips open and bleeds, I bruise too easy. My eyes are always red and sometimes burn. I want my life back. Bii has taken too many years of my life." The patient is scheduled for explantation on (B)(6) 2019. No product issue, such as deflation, was reported. The root cause of the patient's symptoms are unclear. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 3/14/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).